Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-04794. It was reported during the scs permanent implant procedure, the patient experienced a seizure while the physician was placing the leads. Consequently, the physician abandoned the procedure. The physician stated the patient has a history of seizures and the issue was not related to the scs system.